Event description:
The customer reported the battery not getting charged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.